Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a cardiac ablation interventional procedure using a 7f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed emdr report, additional information was received: it was reported that the pre-close technique was used. After the failure of the proglide device, a new proglide device was successfully pre-placed. The use of a 7f sheath was continued and the cardiac ablation procedure was completed. Hemostasis was achieved with the successfully pre-placed proglide suture. No additional information was provided.